Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that a "service alarm" occurred and the cardioplegia water supply not cooling. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) and user facility biomedical engineer determined the mode to be in "large to small" tank and found this would not circulate the water in the external lines. The fsr heard the service mode indicator alarming intermittently while talking on the telephone. The user facility to advise manufacturer which course of action they will take for the repair process. Investigation is in process, but not yet complete.